Event description:
User experiencing erratic sodium results since (B)(6). The following examples were provided, which occurred on (B)(6) 2007, initial result 130 meq/l, same sample repeated twice gave results of 137 meq/l and 130 meq/l. On (B)(6) 2007, initial sodium result 127 meq/l, repeat result 134 meq/l. Initial results were not reported. The field service representative performed performance check tests which were within specification.